Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Possible causes that may have contributed to the loosening include intra-operative tightening conditions, excessive post-operative loading, or unknown implant related causes. The exact cause of the reported issue could not be determined.

Event description:
It was reported that following a revision surgery to replace loose locking caps, the 4 replacement caps came off post-operatively.